Event description:
The user facility reported a hair was found on the inner package during preparation of a surgery. No patient impact, medical intervention, no delay and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed during evaluation the returned unit. Upon evaluation of the pouch, a small hair strand could be observed inside.

Event description:
The user facility reported a hair was found on the inner package during preparation of a surgery. No patient impact, medical intervention, no delay and no adverse consequences.